Event description:
A surgeon reported that during surgery, they were unable to select the laser functions, and a system message was displayed that could not be cleared. An alternate laser was brought in to complete the laser treatment. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).